Manufacturer narrative:
The duragen was not returned for evaluation (per customer, product is not available); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. However, the csf leak is a known complication of the procedure and a known complication of duragen use. The instructions for use (IFU) currently addresses possible complications such as csf leaks. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Linked to mfg report number 3003418325-2020-00021.

Event description:
Ths is 1 of 2 reports. A facility reported the patient had an infratentorial - chiari surgery using duragen 3x3 and duraseal 5ml to close the dura on (B)(6) 2020. The duragen was used with the suturing technique and the duraseal was applied to the matrix. The patient had a cerebrospinal fluid (csf) leak complication, no surgical delay was reported. Additional information has been requested.